Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. The reported problem could not be confirmed through the photo. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge was found separated from the minicap. This occurred before use. There was no patient injury or medical intervention associated with this event. No additional information is available.